Event description:
After priming, the belmont tubing was connected to the patient's triple lumen central line for infusion. When trying to increase rate from 50ml/min the screen read "battery" and would not increase infusion rate even after cords and plugs were checked. Equipment plugged into another outlet and was able to infuse at 450ml/min and another message "valve error". Tubing was removed, equipment turned off and tubing replaced and the message still appeared. No clamps or kinks in any of the tubing.